Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-may-2019 with the following findings: a visual inspection of the pump revealed a scratched display lens. There was moisture observed on the display. A leak test was performed revealing leak at the audio bolus button. The pump was opened and moisture corrosion was found on all the boards.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was alleged that the display screen was damaged and there was moisture behind the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.